Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat severe end-stage osteoarthritis. The patella was resurfaced and competitor cement x 1 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain. Records indicate the tibial tray, femoral component, and tibial insert were revised and the patella was retained. Revision operative notes were not provided. The patient was revised with competitor revision products utilizing competitor cement x 4. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.